Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found that the actual device had been fractured at a distal segment. The actual device was measured and found to be missing the distal segment of approximately 18mm in length. Electron microscopic inspection of the fracture revealed the generation of some creases on the surface of the urethane layer. The outside diameter of the shaft was measured on the segment adjacent to the fracture and confirmed to meet manufacturing specification. The kink resistance of the shaft was confirmed to meet manufacturing specification. Electron microscopic inspection of the fracture of the core wire revealed that the wire had not been diminished toward the end with the generation of a dimple pattern on the fracture cross-section. There were no anomalies which could be a trigger of the generation of the fracture. Simulation testing was conducted. A product sample was subjected to repetitive bending forces at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that a dimple pattern had been generated on the fracture cross-section surface, with no diminishment on the fracture end of the core wire. The state of the fracture very similar to that of the actual sample was duplicated. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be definitively determined, however based on the available information, it is likely that the actual device was subjected to repetitive bending forces and metal-fatigue occurred at the bent segment, resulting in the fracture of the core wire. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) with statements such as the following: "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m." Terumo medical product (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the radifocus guidewire m device had fractured during a procedure. Follow up communication with the user facility confirmed the following information: during use of the actual device in the severely tortuous bile duct, the actual device formed into a loop-like shape and got stuck; when the customer pulled the actual device to release the sticking, the device became fractured; and it was difficult to retrieve the fractured piece from the patient.